Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing separated from the luer lock. The customer's blood glucose level was 56 mg/dl. Reportedly, the customer speculated that the damage forced insulin through the tubing and into the customer's body. A new cartridge was successfully loaded to address the event.